Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 320-42-03 - equinoxe reverse 42mm humeral liner +2.5; (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-05 - eq rev locking screw; (B)(6),320-20-00 - eq reverse torque defining screw kit.

Event description:
It was reported via legal documentation that a patient had an initial left reverse shoulder arthroplasty and then approximately 8 years, 1 month later experienced a revision surgery - because of a "left reverse total shoulder arthroplasty polyurethane failure" resulting in polyethylene dissociation. The glenosphere was significantly scratched. The patient suffered severe pain when cleaning his pool. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.